Event description:
While connected to an external battery, the ventilator shut down with no audible alarms. The ventilator did not switch to the internal battery. No pt harm reported. According to the pt, the pigtail was "extremely hot and the plastic coating was peeled away, exposing wires."